Manufacturer narrative:
Currently, it is unknown whether or not the device may has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she recently experienced a blood glucose level of 508 mg/dl due to not being correctly connected to the set. Customer reported treating with the insulin pup. Customer reported that insulin pump returned a no delivery alarm the day before the call. Blood glucose level was 344 mg/dl at the time of the call. Customer stated that the insulin pump was cracked. No further was provided.

Manufacturer narrative:
Unit passed displacement test, prime and excessive no delivery test. No unexpected no delivery alarms noted. Unit received with cracked case at display window corners near battery compartment, case at reservoir tube window corners, reservoir tube window and battery tube threads.